Manufacturer narrative:
The reporter's meter and test strips were requested for investigation and replacement product was sent to the reporter. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The reporter's meter was returned for investigation, where it was tested using a retention battery, retention test strips, and retention controls. Residue of an invading fluid was observed in the internal test strip port of the meter. Control ranges: level 1 = 30 - 60 mg/dl, level 2 = 261-353 mg/dl. Testing results: level 1: 46 mg/dl, level 2: 304 mg/dl. The error log of the meter did not contain any entries which would point to a cause for the discrepancy.

Event description:
The initial reporter stated they received discrepant glucose results for one patient tested with accu-chek inform ii meter serial number (B)(4). At 8:00 a.m., a sample from the patient was tested using the meter, resulting in a glucose value of 596 mg/dl. At 8:01 a.m., a sample from the patient was tested using the meter, resulting in a glucose value of 143 mg/dl. The reporter assumes the same test strip vial was used for all meter testing, but could not confirm. The reporter also could not confirm if samples used for testing were each collected from a different finger of the patient. Controls run on the meter before and after the measurements were within range. The reporter noted the meter test strip port was contaminated with quality control material. The reporter also noted there were lines on the display of the meter, but results could be clearly read.